Event description:
It was reported that the patients ipg was causing pain. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was discarded by the medical facility.